Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that lubricant was missing in intermittent catheter and that irritated customer's urinary tract. And couple of catheters had thick lubricant and it was easy to insert and slippery upon removal, but the customer was satisfied. And customer experienced burning sensation due to lack of lubrication. Also, customer experienced some more irritation than others and got prostatitis and then bad urethra infection. And the lubrication was inconsistent in particular lot jufp2681. Also, customer stated that products were better when they were made in the united states. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues were from a quality compliance problem within manufacturing and as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots jufp2681 and jufn1619. Customer were not certain which lot caused sepsis and was given antibiotics. Per follow up via phone on 01nov2021, customer stated that last week they had issue with another lot which caused them to have bleeding with use. Patient felt like it scratched the urethra and added that the lubrication was very minimal. Customer stated that it cut their urethra in which experienced blood and blood clots after using this lot. Customer used some old antibiotics that were previously prescribed by their doctor but did not seek medical attention this time. Per additional information via mail on 01dec2021, it was reported that the customer received last batch of intermittent catheter were also just bad and did not have lubrication. Patient had pain with insertion, bleeding and tissue trauma. The intermittent catheter had problem and injuries from the catheter were getting worse and customer checked the lubrication on other catheter and was not that hard. The catheters were awful and they decided to stop using them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that lubricant was missing in intermittent catheter and that irritated customer's urinary tract. And couple of catheters had thick lubricant and it was easy to insert and slippery upon removal, but the customer was satisfied. And customer experienced burning sensation due to lack of lubrication. Also, customer experienced some more irritation than others and got prostatitis and then bad urethra infection. And the lubrication was inconsistent in particular lot jufp2681. Also, customer stated that products were better when they were made in the united states. Per additional information received via mail on 26aug2021, customer was affected by magic3 catheters causing urethral tissue trauma and felt these issues were from a quality compliance problem within manufacturing and as they continue, had increasingly caused pain and possibly sepsis from their use of defective product. Per follow up on 02sep2021, customer had issues with total of four catheters. Two catheters had sharp edges and two had watery lubricant. Also stated that there was also no uniformity to the shape of the catheters. They had problems recently with lots jufp2681 and jufn1619. Customer were not certain which lot caused sepsis and was given antibiotics.